Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a non-clinical activity, the user reported that the venous saturation probe read a solid 100% and never changed, even after the probes were cleaned. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.